Manufacturer narrative:
D7a, e1, h6- health effect - impact code: corrected. H3 and h6: updated. The suspect product was returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. Functional test was performed and was confirmed that the device was unable to read the pulse. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a faulty main board and was then replaced.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pulse did not read. The issue occurred multiple times. There was no patient involvement, and no patient harm/adverse event reported.